Manufacturer narrative:
The customer contact indicated that the devices were discarded. The lot number of the devices that were in use is unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 240984w or 261764w. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
General report received of an unspecified number of undocumented incidents of leaks. The male adapters of unspecified primary tubing sets were connected to the female adapters of the extension tubing sets and were to be used to deliver unspecified volumes of total parenteral nutrition and lipids, at unspecified rates. The customer contact reported that after unspecified lengths of time after priming the tubing sets, prior to patient use, unspecified volumes of solutions leaked from the outlet ports of the filters of the tubing sets. The tubing sets were replaced and the therapies were initiated. Though requested, no additional information was provided.

Manufacturer narrative:
Subsequent to the submission of follow up #1 medwatch MFR report #9615050-2013-04247 it was noted the manufacturer report # for (B)(4) was inadvertently selected instead of the intended (B)(4) manufacturer#.

Event description:
General report received of an unspecified number of undocumented incidents of leaks. The male adapters of unspecified primary tubing sets were connected to the female adapters of the extension tubing sets and were to be used to deliver unspecified volumes of total parenteral nutrition and lipids, at unspecified rates. The customer contact reported that after unspecified lengths of time after priming the tubing sets, prior to patient use, unspecified volumes of solutions leaked from the outlet ports of the filters of the tubing sets. The tubing sets were replaced and the therapies were initiated. Though requested, no additional information was provided.